Manufacturer narrative:
Externalized conductors due to internal insulation abrasion were found at 12.0-14.5cm from the distal tip. The silicone insulation was abraded and the sensing conductor was visible. Other internal insulation abrasions were fo und at 15.1-16.3cm and 16.0-17.1cm from the distal tip. External insulation abrasion was found at 7.3-8.5cm and 33.0-33.1cm from the distal tip, consistent with lead friction to another device. The etfe coating was intact at all abrasion locations.

Event description:
It was reported that at device upgrade, externalized conductors were observed via fluoroscopy. No electrical anomalies were noted. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.